Event description:
Customer reported via phone call that they have a keypad anomaly. Customer states that the insulin pump kept scrolling. The blood glucose reading is 109 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power test. No failed battery alarm and no battery out limit alarm noted. The insulin pump was received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.